Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, the balloon was advanced while there was difficulty in crossing the lesion. Consequently, the balloon ruptured upon first dilation and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient condition is good.